Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the operator left the saline clamp open, which allowed air to enter the blood circuit triggering arterial air alarms during a routine hemodialysis treatment. After 20 minutes of troubleshooting the alarm, the operator called nxstage customer support. The operator was advised to terminate treatment without rinseback as the circuit was likely clotted, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. A review of the log files confirmed the arterial alarm occurred due to operator error as the saline line was left open. The cycler alarmed appropriately. The reported blood loss is due to the oeprator not performing rinseback in a timely manner following an unrecoverable alarm. The user's guide instructs the oeprator to return the pt's blood if alarms cannot be resolved promptly, as the risk of clotting increases when the blood pump is stopped. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and will provide additional training. Nxstage medical considers this report closed. No additional info will be provided.